Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device had displayed a black screen after powering on and did not respond to any button presses. In this state, the device would not be able to provide therapy, if it were needed. There was no patient use associated with the reported event.

Event description:
The customer contacted physio-control t o report that their device had displayed a black screen after powering on and did not respond to any button presses. In this state, the device would not be able to provide therapy, if it were needed. There was no patient use associated with the reported event.

Manufacturer narrative:
The device was not returned to physio-control. The customer initially reported that their internal biomedical engineer evaluated the device and was unable to reproduce the reported issue. Proper device operation was reportedly observed through functional and performance testing and the device was returned for use. The customer was subsequently contact multiple times to obtain additional information regarding the event and the device evaluation, however no response was received. The cause of the reported issue could not be determined.